Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator alarm showed a 100% air leakage, and the air bag pressure could not reach the normal pressure, and the patient's finger pulse oxygen continued to decrease. When a disposable tracheotomy tube cannula was replaced, the air bag pressure was normal, the ventilator leakage was 0%, and the patient's finger pulse oxygen returned to normal.

Manufacturer narrative:
H6: updated. H3: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.